Event description:
Return reason: the tip was detached when the doctor took it out of the patient. Analysis: investigation found the tip returned in two pieces. The tip detachment may be attributed to excessive adhesive use during operation (cut and mount balloon). The tip shows signs of discoloration, which is also attributed to excessive adhesive. Remedial action: all pertinent personnel have been notified of the situation. Operators have been reminded the delicacy of this nature. Employee verification noted on training sign off form. Manufacturer will closely monitor the frequency and severity of this situation type to determine if further remedial action is necessary.